Event description:
It was reported that during a laparoscopic gastric bypass procedure, the stapler was loaded with white reload, first fire across bowel compression was held for thirty seconds. The stapler did not engage all the staples across the bowel leaving an opening in the bowel. Case completed with another device of the same product code. The surgeon had to take another half inch of bowel off patient in order to have a clean staple line with hemostasis achieved .

Manufacturer narrative:
(B)(4). The photograph was reviewed for product issue pi1-k51m53, of the subject firing of a long60 utilizing a white staple cartridge (ecr60w) on (B)(6) 2014 with the following observations, comment and conclusion. Observations: dscn4586: looking closely at the right side of the photograph viewing what appears to be (proximal to distal) right to left toward the subject open staple line, the staples appear to be slightly rotated the closer they get to the open area. The area to the left of the subject open area provides no visualization of staple rows. This may be the end of the staple line along the outer staple row do not appear to be tight against the tissue. This area appears to coincide with the area where the inner two staple rows appear to be rotated away from the cut line. Comments: when staple legs roll or move into a third plane position they can appear as if the staples have crossed. However the staple legs have just rotated enough for one of the staple legs to catch the anvil pocket for the next row of staples. This can progress across all three staple rows until one or both legs of the staples from the outer row miss the anvil all together. The device has a three point gap control design that attempts to bring the tissue into thickness compliance for the staple cartridge selected. In doing so the forces generated can sometimes cause the cartridge channel and deck to deflect preventing the staples from hitting the correct staple pockets. This typically is seen mid to distal staple line. Conclusion: the potential cause was a tissue to staple cartridge mis-match. The tissue was too thick for a white staple cartridge selection. The three point gap control appeared to bring the tissue thickness into compliance for a white staple cartridge the tissue continued to milk / move distal until the tissue thickness generated forces greater than the staple cartridge channel and staple cartridge to deck deflect slightly and the distal portion of the anvil could not be completely pulled into compliance. Hands on analysis may provide the evidence required to confirm this theory. Device analysis: the analysis results found that one long60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Results: photographs. Additional information: the potential cause was a tissue to staple cartridge mismatch. The tissue was too thick for a white staple cartridge selection. The three point gap control attempted to bring the tissue thickness into compliance for a white staple cartridge the tissue continued to milk / move distal until the tissue thickness generated forces greater than the staple cartridge channel could manage and causing the staple cartridge to deck to deflect slightly and the distal portion of the anvil could not be completely pulled into compliance. Hands on analysis may provide the evidence required to confirm my theory.